Event description:
It was reported that the insulin gauge was inaccurate and static. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller that the discrepancy could be attributed to a variance in the measured pressures used for calculation, and assured that the fill estimate would start counting down normally once the insulin remaining matched the static number displayed. The caller understood and acknowledged the explanation.